Event description:
It was reported that the device had a large white sliver of something. The product fault occurred while performing visual inspection after filling the cadds. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No pictures were attached to the complaint. Two videos were attached to the complaint, the same videos were used to report eight different complaints, for different part numbers and different lot numbers. Video 1 shows white particles inside of the medication bag. Video 2 shows a 50 ml cassette and there are white particles inside of the medication bag. According to videos received, the failure mode ¿foreign material/contamination¿ was confirmed. A lot history review was performed and no complaints documented for this lot number.